Event description:
Healthcare professional reported left side rupture per ultrasound. Additionally, healthcare professional reported ¿extracapsular silicone in the left axillary tail adjacent to the implant¿, ¿benign fat necrosis in the subareolar left breast¿, ¿enlarged left axillary lymph nodes¿, and ¿foreign body giant cell reaction with crystalline material¿thought to be related to an implant leakage¿. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event s of granuloma, silicone migration, lymphadenopathy, and necrosis are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration, lymphadenopathy, necrosis and rupture.